Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant, utilizing 12f amplatzer amulet delivery sheath. The delivery sheath was advanced to the laa, and the amulet was placed. The position of the device was noted to be good. Prior to deployment of the device, pericardial effusion was noted in the right ventricle, and blood pressure dropped to 70/40 mmhg. Pericardiocentesis was performed with 600ml of blood aspirated. The patient was stabilized, and the device was deployed. The patient is reported to be stable.

Manufacturer narrative:
An event of angina and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, prior to deployment of the device, pericardial effusion was noted in the right ventricle, and blood pressure dropped to 70/40 mmhg. Pericardiocentesis was performed with 600ml of blood aspirated. The patient was stabilized, and the device was deployed. There was no difficulty implanting the device. The patient is reported to be stable. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.